Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device product code and batch number associated with this event is not known. The customer reports the following possible product codes and batch numbers: j417h possible lot unknown; manufacture site: (B)(4). J416h possible lot lpm114 mfg date: 12/1/2017, exp date: 11/30/2022; manufacture site: (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that patient underwent left bka at another facility on (B)(6) 2018 and suture was used. It was reported that the patient presented for admission on (B)(6) 2018 with open wounds and vascular surgery was consulted. Patient experienced multiple suture abscesses that did not improve with conservative wound care. An additional procedure was performed on (B)(6) 2018 for revision of bka and multiple undissolved suture were removed. It was reported that the patient wound is now improving with wound vac. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device product code and batch number associated with this event is not known. The customer reports the following possible product codes and batch numbers: batch ma8288; mfg date: 01/28/2018; exp date: 12/31/2022 batch lpm114; mfg date: 12/01/2017exp date: 11/30/2022 the device history records were reviewed for the possible lots and the manufacturing criteria was met prior to the release of these lots.